Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged from 350 mg/dl to over 400 mg/dl with trace ketones. Reportedly, customer completed multiple supply changes to address occlusion alarms.